Manufacturer narrative:
An investigation was conducted and it states that the device was subjected to a performance check and it could not detect any deviation. The product (distal drilled nail) conforms to specifications. Because of this damage pattern, we were unable to determine the probable cause. The nail size in comparison to channel size could have been too large nail to fit into a small im channel, which could have lead to a nail deformation. Another possible deformation cause could be that the mounting bolt handle and nail were not tightened leading to a misalignment of the instruments. The products were produced according to the specifications. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was three abortive drillings during three separate surgeries. The first abortive drilling happened on an unknown date and after the first abortive drilling, the instrument was checked thoroughly. However, another abortive drilling happened again on the (B)(6) 2013 during surgery. Two days after this a fracture was visible. The pfn, proximal femoral nail had to be replaced with a longer nail on the (B)(6) 2013 and the third abortive drilling happened during this surgery. Product was received for investigation and no further information was provided. Three complaints have been opened for each of the three abortive drilling events, complaints (b(4). This report is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. The manufacturing documents have been reviewed and no complaint related issues were found.